Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause presumed from the image noise, b30 error and ID function malfunctioned events is a failure of the image sensor unit, a defect in the circuit board of the video connector, or a defect on the system side. The event can be detected by handling the device in accordance with the following instructions for use (IFU): operation manual, chapter 3, "preparation and inspection", section 3.8, "inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the deflectable videoscope¿s image noise occurred and had a b30 scope communication error due to damage on charged coupled device (ccd unit), and the circuit board (ID board) was broken. There were no reports of patient involvement.